Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated their battery seems to be going bad because patient stated they used to get by without charging their implant for almost 3 weeks, but now they are down to less than a week. Patient stated they charged on (B)(6) and last charged on (B)(6). Patient confirmed they are having to charge the implant more frequently. Patient denied seeing any error messages on the controller when trying to recharge the implant, but stated the controller is showing a red triangle indicating the implant needs to be recharged. During troubleshooting, patient mentioned their ins must have moved because the swelling must have went down from the surgery. Agent had patient reset the controller. Patient inspected the recharger and controller battery compartment, but did not see any damage. Patient unlocked the controller and reported seeing no device found. Patient entered passive recharge mode and reported 34-93-95. Patient then reported seeing the controller battery was at 90% and the implant was at 60%. When agent asked for event date for charging frequen cy, patient stated 'back in april, ' but agent could not hear caller and when patient was asked to clarify, patient confirmed sometime in june. [See omitted information in pe - black controller screen]

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that they had no idea what caused the issue. No plans or steps were taken to resolve the issue and the issue has not been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they had been charging weekly but for the last 3 weeks they haven't had to charge at all, as the ins is not depleting. Pt says they are sure their stimulation is on. Patient was redirected to their healthcare provider (hcp).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.